Event description:
It was reported the patient experiences a burning sensation and numbness in her feet when stimulation is on. The symptoms subside when the level of stimulation is reduced. Allegedly, the patient's doctor feels the burning sensation occurs due to the patient's pain being neuropathic.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.